Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a female patient had two zta devices implanted, a zta-pt-42-38-225 and a zta-d-38-147. The proximal landing zone was zone 1 with lsa completely and intentionally covered. The delivery and deployment were reported as successful. A lsa revascularization was also performed. On (B)(6) 2017 (144 days post-procedure) a femoral thrombosis was observed. It was reported to be asymptomatic and no treatment was performed. A clinical assessment was performed of the information given in the complaint, per the clinical assessment: ¿this access site thrombosis is a known and well-documented risk of endovascular procedures, and may be contributed to by pre-existing vascular disease, the use of closure devices such as perclose, or inadequate anti-platelet medication post-procedure. Any or all of the above may contribute to access site thrombosis.¿ a review of the device history record gave no indication of the device being produced out of specification. Based on the investigation, the reported event did not occur as a result of device failure or misuse of the device. An exact cause for this event cannot be determined. Thrombosis is a known inherent risk. It is noted that the devices are used outside of intended use with the proximal landing zone in zone 1. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
This patient was enrolled in the study because she received a zenith alpha thoracic endovascular graft proximal component due to a thoracic aortic aneurysm that was in eminent risk of rupturing. She didn¿t experience any symptoms pre-procedure. On (B)(6) 2017 (37 days pre-procedure), the pre-procedure imaging was performed. It revealed no calcifications of main access vessel. There was vessel wall thrombosis in the distal aortic neck greater than 50% of circumference. The proximal neck was tapered, the proximal neck diameter was 38 mm and the proximal neck length was 25 mm. The distal neck was also straight. The distal neck diameter was 30 mm and the distal neck length was 50 mm. The main access vessel minimum lumen diameter was 8,8 mm. The maximum aneurysm diameter was 87 mm. On (B)(6) 2017 the patient underwent surgery due to her thoracic aortic aneurysm. The delivery and deployment was reported as successful. Left subclavian artery was completely and intentionally covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 1. Regarding additional procedures, only an lsa revascularization was performed. No reportable adverse events were observed immediate post-procedure. On (B)(6) 2017 (144 days post-procedure), a follow-up CT showed an aneurysm diameter of 70 mm. The total length of covered aorta was 300 mm. A femoral thrombosis was observed. This was considered an serious adverse event that was related to both procedure and device. Following comments was made by the site: ¿asymptomatic femoral access thrombosis and no treatment required¿ patient continues to be followed in the study.